Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that about two weeks prior, her pump disconnected and their blood glucose elevated to 403 mg/dl. Their current blood glucose is 149 mg/dl. The morning of the call, the customer said that the insulin pump moved from the locked position, that their feet were numb and that they did not get their morning insulin. The customer said that they did micro boluses to catch up but ended up running out of insulin at work. They said that when they went to use the rest room, the tubing with the circle was just hanging. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returning for analysis.